Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV; seroma.

Event description:
Patient reported ¿severe capsular contracture which leads to pain and daily routine physically and mentally since several years now". Healthcare professional later reported "pain, breast deformation, capsular contracture baker grade IV", "a lot of seroma", and "massive serum emptying when the capsule, which is heavily thickened, is opened". This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿severe capsular contracture which leads to pain and daily routine physically and mentally since several years now". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, h.4, h.6.

Event description:
Patient reported ¿severe capsular contracture which leads to pain and daily routine physically and mentally since several years now". Later patient reported "suspicious skin discolorations". Afterwards, patient reported via pfn signed by physician "capsular fibrosis baker IV", "pain", "breast deformation" and "seroma" diagnosed via ultrasound. This record is for the left side. Device was explanted. It will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rash: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis an opening, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported ¿severe capsular contracture which leads to pain and daily routine physically and mentally since several years now". Later patient reported "suspicious skin discolorations". Afterwards, patient reported via pfn signed by physician "capsular fibrosis baker IV", "pain", "breast deformation" and "seroma" diagnosed via ultrasound. This record is for the left side. Device was explanted.